Event description:
Senseonics was made aware of an incident where user reported an infection at the sensor insertion site characterized by redness and warmth to the touch, which was confirmed as an infection by the healthcare provider (hcp), with symptoms first appearing on (B)(6) 2025; the user also reported an additional infection involving a toe. The user's hcp is aware of the event and prescribed doxycycline, and the user was advised to continue following up with the hcp for further medical assistance. Per the data management system (dms), the user has not been using the system since (B)(6) 2025 at 12:13 am due to the infection.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported an infection at the sensor insertion site characterized by redness and warmth to the touch, which was confirmed as an infection by the healthcare provider (hcp), with symptoms first appearing on (B)(6) 2025; the user also reported an additional infection involving a toe. The user's hcp is aware of the event and prescribed doxycycline, and the user was advised to continue following up with the hcp for further medical assistance. Per the data management system (dms), the user has not been using the system since (B)(6) 2025 at 12:13 am due to the infection.